Manufacturer narrative:
Based on the information provided the cause of the reported death is unknown as of the date of this report. If additional information is received, a follow-up MDR will be submitted. Isi has made additional attempts to contact the site and gather patient information. However, isi was unable to obtain additional patient information. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. There were a total of 17 stapler firings during this procedure by five different stapler instruments (1 curved tip stapler 30, 2 sureform 45 and 2 sureform 60 stapler instruments). A firing failure (tissue too thick to continue message) occurred with the sureform 60 stapler instrument with part number 480460-08, lot l90191230-0137 using a black stapler 60 reload. This was the only firing with this sureform 60 stapler instrument. This was the 16th firing of the procedure and the firing failed at 77% completion. There were multiple pauses for compression during this firing. After the firing failure, the second sureform 60 instrument part number 480460-08, lot l90191230 # 0136) was installed and completed a firing with a black stapler 60 reload. There were no system-related errors that would be related to this failure at around the time of the black stapler60 reload misfire. System log: no related events were found in the system and instrument logs at the time of the black reload firing event that contributed to the partial fire. As of the date of this report, no other complaints have been reported to isi involving any of the instruments used during the surgical procedure. It is also confirmed that all the instruments used in this procedure were used in subsequent procedures, with the exception of the tip up fenestrated graspers, and the single use instruments such as sureform stapler instruments and the reloads. As per the user manual, the following warnings are displayed: warning: if the system displays a blade exposed message use care when manipulating tissue held within the instrument jaws. Warning: use care when removing the fired reload; in rare cases, the knife blade may be exposed. A blade exposed icon and message appears if a fault occurs that can result in an exposed blade. If this occurs follow the on-screen prompts. If during the firing cycle the system detects that the tissue simply cannot be compressed based on the reload selected without leading to malformed staples or causing damage to the tissue, the system displays the ¿tissue too thick to continue¿ message. The progress bar will display how far the firing cycle had progressed before being unable to proceed. The tissue is transected to the distance indicated on the firing progress bar. There will be at least one fully formed set of staples just beyond the cut progress to ensure proper tissue apposition up to this point. Unclamp the device and inspect the area that could not be transected to ensure there are no elements that would prevent continuation. This complaint is reported due to the following conclusion: it was reported that during a da vinci-assisted pulmonary lobectomy procedure, the sureform 60 stapler instrument with a black sureform 60 reload installed on it allegedly misfired on the bronchus. The patient experienced bleeding. As a result, the surgeon made the decision to convert the surgical procedure to open surgery in order to control the bleeding. However, the bleeding could not be controlled and the patient expired intra-operatively.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the sureform 60 stapler instrument with a black sureform 60 reload installed on it, allegedly misfired on the bronchus. The patient experienced bleeding. As a result, the surgeon made the decision to convert the surgical procedure to open surgery in order to control the bleeding. However, the patient expired on the table. On 05-march-2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales manager (csm) and obtained the following additional information regarding the reported event: the surgeon had called the csm and reported that during a pulmonary lobectomy procedure on (B)(6) 2020, when he was firing on the bronchus with a sureform 60 stapler instrument with a black sureform 60 reload installed on it, he had alleged a "misfire". The surgeon had stated that there was a partial fire and blade exposed message displayed on the system. Then, as prompted by the system, the surgeon had opened the jaws and removed the sureform 60 stapler instrument; at that time, the patient experienced bleeding. The surgeon then decided to convert the procedure to an open surgery to control the bleeding. However, the bleeding could not be controlled and the patient had expired intra-operatively. The csm did state that the sureform 60 stapler instrument and the black sureform60 reload(s) are with the site¿s risk management, and it is unknown if they will be returned to isi for failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information: on (B)(6) 2020, the surgeon clarified that after the sureform 60 stapler instrument misfired on the bronchus and not on the blood vessel, the surgeon used a backup sureform 60 stapler instrument that successfully fired on the bronchus. After transecting the bronchus, bleeding was observed from the pulmonary artery. Up until then, the pulmonary artery was reported to be intact and was not stapled or dissected at the time of bleeding. The surgeon confirmed that the reported bleeding event was not related to the stapler. The primary and secondary cause listed on the death report are bleeding and progression of the disease (cancer).